Manufacturer narrative:
The vac-pac failed to hold vacuum due to a triangle shaped hole the size of about 1.5 cm across. The torn vac-pac and the spilling of the beads are likely caused by the user picking up the vac-pac with the patient in it. It is likely that the vac-pac got caught and ripped during the move and therefore it is not an out-of-the-box failure. It is a first-use-failure due to misuse of the product. No further investigation is necessary, and this report is considered final

Event description:
On 1/30/2017 the operating room supervisor reported that the vac-pac was being used for the first time, and an anesthetized patient was on the vac-pac prior to the start of surgery for a shoulder ligament tear. In order to position the patient, they attempted to move/pick up the vac-pac with the patient on it. She said that while doing this, the vac-pac "tore and beads came out". She states that operating room environmental services team then cleaned up the beads while the operating room staff proceeded to put a piece of tape over the tear, repositioned the patient and then hooked the vac-pac up to continuous suction. There was a delay while the service team removed the beads. She confirms there was no harm to the patient and that the surgery was started and completed without incident. The operating room supervisor stated there was no death or injury as a result of the event.